Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to it exhibited loss of capture (loc). A new lead was successfully implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5169919.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.